Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user had an inaccurate reference.

Event description:
Consumer complaint of about high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 110mg/dl fasting. Verified the strips expire 05/24/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 168mg/dl and 162mg/dl not fasting. Reviewed meter memory: (B)(6). No adverse event reported.

Manufacturer narrative:
Internal report (B)(4). No product yet returned.

Event description:
Consumer complaint of about high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 100mg/dl fasting. Verified the strips expire 05/24/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 168mg/dl and 162mg/dl not fasting. Reviewed meter memory: 126mg/dl (B)(6) 2015 08:31:00 am fasting:yes. 238mg/dl (B)(6) 2015 07:20:00 am fasting: yes. 197mg/dl (B)(6) 2015 07:23:00 am fasting:yes. 157mg/dl (B)(6) 2015 06:36:00 am fasting: yes. 164mg/dl (B)(6) 2015 11:14:00 am fasting: yes. Based on the customers expected results 110mg/dl and the highest result in memory 238mg/dl, the complaint is reportable (zone c). No adverse event reported.